Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was not returned. Photo images of the subject sion blue were provided. When examined, the distal segment of the subject sion blue was found with its coil pitch widened likely caused by tension. However, presence or absence of the ball could not be confirmed. In addition, the detached segment and its length could not be identified from the investigation. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the widened coil pitch shown in the provided photo images, it was presumed that excessive tension generated with guide wire manipulation while the distal segment of the subject sion blue was caught in the lesion might have been locally applied on the distal segment of the guide wire, causing the segment to be fractured. Consequently, the distal segment of the guide wire was fractured and left in the patient anatomy. Although it was concluded that the reported event was not attribute to the product quality, the wire fragment left in situ was considered a permanent impairment and therefore a health hazard. No CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire was used during a percutaneous coronary intervention (pci) to treat a bifurcation lesion with its 80%-occluded distal segment in an unspecified coronary artery of a patient presenting unstable angina. Although no resistance was felt during guide wire manipulation and withdrawal, the subject sion blue guide wire was fractured and its fragment of approximately 3mm in length was left in the lesion in the distal diagonal branch. It was informed that the physician decided to leave the fragment in situ and the patient was put under observation. It was also informed that there were no adverse patient effects or additional treatments provided to the patient, who was already discharged.